Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 342 mg/dl with a trace of ketones. The customer suspected the infusion set site to be a possible cause of the high bg and it was changed. A bolus was delivered to address the bg level.